Event description:
Multi date event. Bd 10ml, syringe reference 309604 known lot numbers 4237909 and 5074815 with cracks, two breaks in integrity. Often the defects are not recognized until they are used on the heparin pumps resulting in blood backing up with the pump line and ultimately leaking blood out of the syringe.